Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the poly is eccentrically worn in the superior quadrant.

Manufacturer narrative:
Due to investigation findings confirm that this product was not involved in the device failure, please void this report.